Event description:
On (B)(6) 2014 it was reported that the patient underwent a generator replacement. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
It was initially reported in clinic notes dated 10/08/2014 that the caregiver had called (B)(6) 2014 reporting that the patient had an increase in generalized seizures over the past week. He had 4 seizures that lasted about 2 minutes and with a post-ictal state lasting about 15-20 minutes. She was instructed to increase topamax. The patient then had another seizure resulting in a laceration below the left eyebrow. Topamax was again increased. The patient has new caregiver and they reported that the patient was having 10-15 seizures per day at the appointment. She denied seeing any generalized seizures since the last hospital visit, but the patient was having seizures described as the patient¿s head hanging low and hardly speaking. Per physician, the patient was likely experiencing his typical daily partial seizures, but without apparent tonic-clonic ones. The vns was adjusted and the output current was increase to 3.0 ma and the generator was noted to not be at end of service. Surgery if likely, but has not been completed to date.

Event description:
On 12/02/2014 the explanted generator was returned for product analysis. Product analysis was completed on the generator on 12/16/2014. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 3.00ma. However, the measured output signal amplitude (both prior to (12.17v) and after the monitoring test (12.14v)) demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.735 volts, shows an ifi=yes condition.

Manufacturer narrative:
.